Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-30, serial# (B)(4), product type: lead.

Event description:
The patient reported that their stimulator moved over their tailbone, causing discomfort. The patient is concerned that their implantable neurostimulator (ins) battery is moving around freely. The patient was implanted for radicular pain syndrome (radiculopathies) and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.